Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the sound was not functional on the rns (remote network system or remote monitoring system).

Manufacturer narrative:
Manufacturer narrative: the customer reported that the sound was not functional on the rns (remote network system or remote monitoring system). The bio-med requested a part number as through troubleshooting they found the speakers were bad. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.